Event description:
It was reported that a post implant interrogation was performed, and it was discovered that the right atrial leadless pacemaker (alp) and right ventricular leadless pacemaker (vlp) entered rom mode but subsequently recovered. It was noted that the alp and vlp may have entered rom mode due to excessive communication. After reloading, there were no issues. There were no patient consequences.

Manufacturer narrative:
The reported rom mode in the alp was confirmed from the session record. The rom recovery was successfully executed and the ram mode was restored. However, the cause for the rom mode was not able to be determined without additional information from the system log.

Manufacturer narrative:
The reported complaint of rom mode in an atrial lp of aveir dr system was confirmed. The rom mode was caused by a system reset during an interrogation. However, the underline cause of the system reset could not be determined from the available session records and device image.